Event description:
It was reported that the surgeon was using the acetabular reamers and complained the reamer was coming off the handle as soon as pressure was applied while reaming. The reamer handles were switched and the case proceeded normally. No issue to patient. No significant time delay. After the instruments came through the wash, after the case, it does appear to be broken. And does not hold an acetabular grater.